Event description:
It was reported that a vented paclitaxel set leaked from its tubing. The reporter stated that it seemed that the tubing was welded to the overpouch, causing holes in the tubing. This occurred during setup. The solution that leaked was sodium chloride. There was no patient involvement. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was evaluated. Visual inspection of the unit revealed a small cut approximately 1.5 cm long on the tubing. The cause of the condition was determined to be due to the manufacturing process. In order to address this condition, the machine operators were given awareness training. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.